Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the station was offline. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient and they managed to get the medication from pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that half height cubie drawer was causing power issues. The field service engineer replaced half height board, drawer boards and retractors. After that restarted the station and configured drawer, confirmed that the issue has been resolved the system functioned as intended after the field service engineer troubleshot the device.